Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 113 mg/dl. The customer stated that the pump beeped when she started checking her blood glucose. The customer replaced the battery and the alarm continued. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.